Manufacturer narrative:
On 7th mar 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the dms data revealed optical instability from around 4th of march onwards. This optical instability most likely contributed to the observed sensor inaccuracy. The potential root cause for such failure mode may be related to an issue with the in vivo state of the sensor hydrogel.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 20 may 2025. G3.date received by the manufacturer? 20 may 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 20, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.